Event description:
This is the same event and the same pt reported under ID # 2939859-1998-00237, (collagen corp). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt with a prior treatment history without adverse response. On 31 march 1998, the physician administered a skin test left volar forearm with negative results. On 30 june 1998 the pt was treated with two formulations of product in the nasolabial folds, oral commisures, vertical lip lines, and the glabella. The procedure was uneventful and the physician stated the results were good. On 14 july 1998, the pt rec'd a touch up treatment with two formulations of product to the same areas. Within a few days (specific date not known) the pt noticed a purplish discoloration of the perioral treated areas, which seemed to become more noticeable and prominent over the course of about five to six weeks, and eventually included the glabella treated site as well. On 1 september 1998, the physician examined the pt and noted purple discoloration and lumps at the perioral area, a light "iliac to purple" macule at the test site (left volar forearem), light purple discoloration at the glabellar and upper lip areas, and dark, dusky, deep discoloration at the left and right nasolabial folds. The physician noted that the nasolabial areas felt firm, bumpy and "ropey". The physician diagnosed a hypersensitivity, and began intervention on 1 september 1998 with intradermal injections of 1% hydrocortisone solution, superficial laser treatment and topical arnica bruise cream. The physician ruled out any question of necrosis. On 8 september 1998, the pt was re-examined by the physician. The pt had noted swelling and puffiness in the upeer vertical lip line treated sites. The physician noted that the pt's symptoms were about "50% better", and was pleased with the results of the prescribed treatments.